Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On the same day as the onset, the patient began treatment with cefazoline (2 grams per day, route not reported) and gentamicin (80mg per day, route not reported) for peritonitis. After eleven days, the treatment with antibiotics was stopped and the patient was discharged from the hospital. The patient recovered from the peritonitis event. The pd therapy was ongoing. No additional information was available at this time.